Event description:
Reporting status: serious injury - required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that another co's stent was implanted into the proximal lad and had a good result. A vision 3.0 x 23 mm was implanted into the lcx proximal lesion. An effort was made to insert a vision 3.0 x 18 mm into distal lcx, but it didn't pass the lesion. After removing the vision 3.0 x 18 mm, it was found to have a flared stent strut. This will be reported based on a review of the cine which revealed a dissection that occurred, following implantation of the vision 3.0 x 23, that was treated with another stent.

Manufacturer narrative:
Results and conclusions summation: product performance engineering reviewed the incident info; however, the device was not returned to abbott vascular for analysis. A cine of this case was reviewed. During the review, a dissection was observed, although not reported. Dissection, as listed in the instructions for use (IFU), is a known adverse event associated with the coronary stenting procedure. There does not appear to be any indications of stent delivery system quality problem.